Event description:
It was reported that a spinal cord stimulation (scs) patient experienced pain and subsequently died due to sepsis caused by the device. An attempt was made to adjust the device, but it was unsuccessful. The patient was too weak to undergo device removal. No additional information has been obtained at this time.

Manufacturer narrative:
Block b3: exact date unknown, approximated event date based on the bsc aware date as we were not able to obtain the date the patient passed away.

Manufacturer narrative:
Correction to the initial MDR in block: e1, e2 and e3.

Event description:
It was reported that a spinal cord stimulation (scs) patient experienced pain and subsequently died due to sepsis caused by the device. An attempt was made to adjust the device, but it was unsuccessful. The patient was too weak to undergo device removal. No additional information has been obtained at this time. Additional information was received providing the date of the patients death and confirming the date the system was implanted. It was also noted that a representative met with the patient during the post-operative appointment, following the implant procedure, and at a reprogramming session. No issues were identified during these visits, and there were no reported device malfunctions. The physician did not have information regarding the patients medical condition prior to their death. No further information was provided.